Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: ¿ movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. ¿ filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. ¿ perforation or other acute or chronic damage of the ivc wall. ¿ acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. ¿ deep vein thrombosis ¿ caval thrombosis/occlusion ¿ extravasation of contrast material at time of venacavogram. ¿ air embolism ¿ hematoma or nerve injury at the puncture site or subsequent retrieval site. ¿ hemorrhage ¿ restriction of blood flow. ¿ occlusion of small vessels. ¿ distal embolization ¿ infection ¿ intimal tear ¿ stenosis at implant site. ¿ failure of filter expansion/incomplete expansion. ¿ insertion site thrombosis ¿ filter malposition ¿ vessel injury ¿ arteriovenous fistula ¿ back or abdominal pain ¿ filter tilt ¿ hemothorax ¿ organ injury ¿ phlegmasia cerulea dolens ¿ pneumothorax ¿ postphlebitic syndrome ¿ stroke ¿ thrombophlebitis ¿ venous ulceration ¿ blood loss ¿ guidewire entrapment ¿ pain all of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three months post filter deployment, initial attempts to snare the filter were unsuccessful. A lateral cavogram demonstrated that the hook was extraluminal, likely covered by fibrin cap. Approximately four months post filter deployment, an inferior venacavogram demonstrated a tilted filter at the l2-l3 level with the tip appearing to be ventral to the lumen. Forceps were used to pull the filter from the wall of the ivc. An in vivo snare device was used to grasp the filter and remove it. The filter was examined and found to be intact. A completion cavogram demonstrated no thrombus or extravasation. Therefore, based on the provided medical records the investigation can be confirmed for a tilted filter, perforation of the ivc, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: it was reported through the litigation process that the filter was deployed to prevent potential blood clots from reaching the heart. Some time post filter deployment, the filter was allegedly lodged in the caval wall and was unable to be retrieved during an attempted removal procedure. The filter was removed during a second removal procedure. Approximately four months post filter deployment, the patient expired. It was alleged that the patient expired as a results of complications with the filter.